Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. There were electrocautery markings on the case. A hole in the left ventricular (lv) lead seal plug was observed. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Detailed analysis indicates that electrocautery at explant caused the device memory to become corrupted. Laboratory analysis did not identify any device characteristics that would have contributed to the observed high impedance measurements and loss of capture.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was explanted for an unknown reason and returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,500 ohms and loss of capture (loc). An lv lead fracture was suspected. The device was programmed to ventricular only therapy. No adverse patient effects were reported. This product remains implanted and in service.